Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an over infusion. The product fault occurred was identified during pm. There was no patient involvement.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in good physical condition. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue; the pump was found to be over-delivering. The most probable root cause was determined to be the expulsor. The expulsor and valve assembly were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.